Event description:
Physio-control evaluation of device observed that it would not power on. There is no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control determined the root cause of malfunction to be a broken loose ic chip, u31, from the main pcb assembly due to a loose energy coil tywrap. The u31 was re-installed and proper assembly operation observed during testing. Customer has retired this particular device and replaced it with another defibrillator.